Event description:
It was reported that the subject device had scope communication error code (e228) . The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, d9, h2, h3, h6, h11. Corrected field: g4 - PMA/510(k) #. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image color (green image), r-unit (charged coupled device) (outertube) corrosion and r-unit (charged coupled device) (outertube) denting. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: regarding the customer allegation no problem was detected and related to the new reportable findings the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.